Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii seal (4.5mm) was not loaded correctly according to the package insert, and the seal did not fit properly into the main body. In this state, it was determined that it was difficult to insert the seal into the blood vessel, so the product was abandoned. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 25aug2020 and investigated on 28aug2020. Signs of clinical use and evidence of blood were observed. Blood was present in the delivery device, indicating deployment in to the aorta. Blood was also observed on the loading device. The blue slide lock was disengaged and the plunger was completely depressed. The anchor and tension spring assembly remained inside the delivery device in the post-deployed position. The seal was extended outside the tube. Measurements were unable to be taken; the inner delivery tube contained a heavy amount of dried blood/tissue. Based upon the received condition of the device, the reported complaint for "fitting problem" was not confirmed.

Manufacturer narrative:
Trackwise ID #: (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii seal (4.5mm) was not loaded correctly according to the package insert, and the seal did not fit properly into the main body. In this state, it was determined that it was difficult to insert the seal into the blood vessel, so the product was abandoned. A replacement device was used to complete the procedure. The hospital did not report any patient effects.